Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2033636; medical device expiration date: 30nov2022; device manufacture date: 02feb2022. Medical device lot #: 2026669 was reported, however, this is not a lot # manufactured for the reported catalog #.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) biological contamination was found. This occurred in 7 vials across 2 lots. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: were any suspected erroneous results reported to healthcare provider? Yes, the lab informed hospital doctor. If so - were any patients treated based on the erroneous results? No. Any other patient impact? No. Did they try loading an uninoculated bottle to see if anything grew? No, they did not try to load uninoculated bottles if so - what were the results? After culturing the bottles and further differentiation, the customer detect aerococcus viridans in several bottles. They found this bacteria in different bottles from different lots. Customer suspect a contamination of the bottles with aerococcus viridans. Lot 2026669 does not match in tw.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) biological contamination was found. This occurred in 7 vials across 2 lots. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: 1) were any suspected erroneous results reported to healthcare provider? ¿ yes, the lab informed hospital doctor if so - were any patients treated based on the erroneous results? - no any other patient impact? - no 4) did they try loading an uninoculated bottle to see if anything grew? No, they did not try to load uninoculated bottles if so - what were the results? After culturing the bottles and further differentiation, the customer detect aerococcus viridans in several bottles. They found this bacteria in different bottles from different lots. Customer suspect a contamination of the bottels with aerococcus viridans. Lot - 2026669 does not match in tw.

Manufacturer narrative:
H6: investigation summary customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot numbers and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used.